Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt is unable to turn his scs system stimulation on due to auto-reduction. It was also reported that lead diagnostics showed invalid impedance values. The pt is working with the physician to determine the next course of action.